Manufacturer narrative:
It was reported that, when the customer took out the gloves, they found pin hole in them. There is a brown stain and a 4mm tear at the base of the thumb of the glove. The product was not used due to the pin hole.there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that, when the customer took out the gloves, they found pin hole in them. There is a brown stain and a 4mm tear at the base of the thumb of the glove.